Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. The patient received inappropriate hv therapy. The device was reprogrammed. Patient was stable.